Manufacturer narrative:
(B)(4). Insulin pump passed the rewind, basic occlusion, prime, compromised force sensor system and displacement test. Insulin pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing. Unable to verify no delivery alarm due to motor error alarm.

Event description:
Information received by medtronic indicated reported that the insulin pump had no delivery alarm multiple times and motor error alarm. Customer states the tubing is not bent or kinked. Customer states they have tried all remedies. Customer reports the drive support cap appears normal. The customer stated they were able to clear the alarm and were able to complete the rewind process. Customer performed displacement test and test result was passed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.